Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient saw an otolaryngologist and was diagnosed with paresis of left vocal cord. The patient has been referred for an esophagram and modified barium swallow, and has been referred to another physician to help reduce vocal strain and to take measures to improve swallowing pills and coughing with eating. The patient is not sure if this problem is exclusive to stimulation. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Results of the laryngoscopy were received and showed that the patient's left vocal cord partially abducted and appeared atrophic and minimally mobile in adduction/abduction. The event is not serious, mild, definitely related to stimulation, and not recovered. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution.

Event description:
It was further reported that the patient had a fungal infection in their larynx. The event is reportedly probably related to stimulation.